Event description:
Equipment malfunctioned resulting in erroneous creatinine values for 13 pts. Erroneous results caused one surgery cancellation and radiological procedure cancellation. Rep notified and repaired.